Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the insulin pump was able to rewind without incident. The displacement test was also completed. However, the insulin pump had alarmed off no power without a prior low battery alert. The insulin pump was not returned for analysis.